Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, two autolith electrohydraulic lithotripsy (ehl) probes were used to attempt to crush a stone approximately 4-5 cm in size but was unsuccessful. A spyglass retrieval basket was then used; however, the basket was unable to crush the stone and became embedded in the basket. Multiple attempts were made with different devices to remove the stone but failed. The procedure was aborted due to concern for bile duct injury and length of procedure time. The basket wire was cut at the patient's mouth and the basket with the stone remained inside the duct. The patient was hospitalized and scheduled for another procedure to remove the stone and basket. On (B)(6) 2024, the patient was sent for another ercp. Spy and ehl were used to remove the basket and stone from the bile duct without complications.

Manufacturer narrative:
Note: this report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Block h2 block h6 has been corrected. Block g2: FDA report number mw5155889. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf patient code e2008 captures the reportable event of basket remained inside the patient's bile duct after original procedure. Imdrf impact code f2202 captures the event of repeat ercp to remove the basket from the bile duct. Imdrf device code a150207 captures the event of device difficult to remove. Block h11: the complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of basket failure to release stone, unretrieved device fragments (udf), cancelled/rescheduled-post sedation unknown, hospitalization or prolonged hospitalization, endoscopic procedure, additional device required were defined in the risk documentation and are documented according to the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issues "basket failure to release stone" and "device difficult to remove" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. Also, for the events cancelled/rescheduled - post sedation/sedation unknown, hospitalization or prolonged hospitalization, endoscopic procedure and additional device required, they happened during the procedure, and the most probable cause of those reported issues cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block g2: FDA report number mw5155889 block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf patient code e2008 captures the reportable event of basket remained inside the patient's bile duct after original procedure. Imdrf impact code f2202 captures the event of repeat ercp to remove the basket from the bile duct.

Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, two autolith electrohydraulic lithotripsy (ehl) probes were used to attempt to crush a stone approximately 4-5 cm in size but was unsuccessful. A spyglass retrieval basket was then used; however, the basket was unable to crush the stone and became embedded in the basket. Multiple attempts were made with different devices to remove the stone but failed. The procedure was aborted due to concern for bile duct injury and length of procedure time. The basket wire was cut at the patient's mouth and the basket with the stone remained inside the duct. The patient was hospitalized and scheduled for another procedure to remove the stone and basket. On (B)(6) 2024, the patient was sent for another ercp. Spy and ehl were used to remove the basket and stone from the bile duct without complications.